Event description:
It was reported to baxter (B)(4) that the reservoir of a multirate infusor lv 2 device had ruptured during patient use at the patient's home. It is unknown what the device was filled with. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: one used sample was received by baxter for evaluation. The reported condition of "ruptured reservoir" was confirmed. This is a single use device and will not be repaired. This issue is currently being investigated under CAPA# (B)(4).